Event description:
At the time of the revision surgery, (B)(6) 2022, the lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician was unable to retrieve the sense lead tip and decided to leave the sensor behind in the patient. The revision surgery restored therapy and the issue is now resolved.

Event description:
At the time of the revision surgery, (B)(6) 2022, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician was unable to retrieve the sense lead tip and decided to leave the sensor behind in the patient. On (B)(6) 2023, the patient presented to the physician with the sensing lead tip ex situ. Physician performed a thoracoscopy robotic procedure. Physician performed a controlled pneumothorax of the right lung, inserted a camera, found and retrieved the sensing lead tip. Physician placed a chest tube and admitted the patient to ICU for 2 days then transferred patient to a regular room on ICU floor for 2 days. Physician removed the chest tube, prescribed the patient oxygen to ensure oxygen sats were maintained, and discharged the patient 3-apr-2023. This resolved the issue.